Event description:
Additional information was received from the patient. The patient reported that the circumstances that led to not feeling stimulation was that the patient just felt it wasn't working, they didn't know why. The patient said they met with a representative and it seems to be working better.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator. The reason for call was caller reported the patient would get these little shocks and coughs when they would bend over and the issue started at the beginning. Patient met with their representative to help them get a permanent setting. Patient wasn't able to feel anything a couple days ago. Patient had to previously decrease from .8 to .7 for the patient to be able to 'not' bend over and not feel shocks but now the patient was not feeling anything. Caller mentioned the patient's hand was really hurting. Patient would usually not take a lot of stimulation and would be at .7 at 'program' a. During the call patient was not feeling any stimulation on groups a, b and c. Caller in the background mentioned they were at 1.3 but patient mentioned they were not feeling what they used to feel. Patient mentioned the shocking was just part of when they coughed or sneezed and they hadn't felt that lately. Patient mentioned the stimulation was not acting the same way when they would sneeze, cough, or bend down. Agent redirected patient to their healthcare provider (hcp) to address the issue. Patient mentioned they were having a really bad day. (B)(6) 2025 e1 (rep): no new information.